Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited intermittent high out-of-range pace impedance measurements greater than 2,000 ohms at follow up. It was also noted that noise was present on some electrograms (egms) which the ICD marked as atrial fibrillation (af) in addition to some pacing at the maximum tracking rate of 110 ppm. Lead fracture was suspected by the physician. Boston scientific technical services (ts) reviewed device data and agreed that the noise present on some egms was consistent with a lead fracture. Device sensitivity was reprogrammed and the physician does not plan on taking further action until until the patient's next follow up in several months. The patient is not pacemaker dependent. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.